Manufacturer narrative:
Correction : it was determined through investigation that the initially reported suspect device reported under manufacturer report number 2016493-2023-189980 is a concomitant. Please refer to manufacturer report number 2016493-2023-189979, which captured the correct suspect device per investigation report.

Event description:
It was reported that the pump module had a channel error while infusing magnesium sulfate. While attempting to reprogram the patient fluids for bolus and magnesium administration, a channel error popped on the screen again. It was later reported that lactated ringers solution was also programmed and that allegedly, "the channels error when programming the lactated ringers fluid bolus and magnesium sulfate bolus." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported that the pump module had a channel error while infusing magnesium sulfate. While attempting to reprogram the patient fluids for bolus and magnesium administration, a channel error popped on the screen again. It was later reported that lactated ringers solution was also programmed and that allegedly, "the channels errored when programming the lactated ringers fluid bolus and magnesium sulfate bolus." There was patient involvement but no harm.